Event description:
It was reported that the filter of a large volume intermate device had a black mark on it. This was noted after compounding the unit with a saline solution. There was no patient involvement. No additional information is available. This is report 3 of 9.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured between june 05, 2014 and june 06, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.